Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). It was reported that the implant had "failed" and the patient spoke with a manufacturer representative (rep) a little over 2 months ago and then the patient was transferred to another rep who told the patient that their ins had failed, was too old, and would need to be replaced. The patient was supposed to make arrangements with their healthcare provider (hcp) to have the implanted system replaced, but patient's representative (pt rep) was confused about what the process forward would look like and what needed to be done. Pt rep. Said the patient was given a controller by a rep in the meantime to help with something related to the ins. Pt rep. Did not know more details. Pt rep. Was redirected to their hcp and technical services (tss) emailed local reps for more clarity. Additional information was received from a manufacturer representative (rep). It was reported that they met with the patient at their home and also attended their doctor's appointment with them to speak to the physician about replacing the battery. It was determined that the charging system and control system could potentially be failing and the rep gave them a replacement loaner until a procedure could be scheduled. The patient reported that the stimulation seemed to go on and off, and that charging was becoming increasingly burdensome. The rep assumed the stimulation going on and off was because of charging issues. The rep watched the patient attempt to charge and noticed that the connection and timeframe in which it takes is exceedingly difficult. The cause was not determined, but the rep started troubleshooting and gave a replacement loaner charging system to see if it helped while we wait for an approval for a new battery and system. The patient was given a loaner charging system to see if that helped in case the old components were th e reason it was failing or taking a long time.